Manufacturer narrative:
Results: the pc400 was detached from its pusher assembly with the distal detachment tip (ddt) attached to the embolization coil proximal constraint sphere. The embolization coil had offset coil winds. Conclusions: evaluation of the returned pc400 revealed that the ddt was fractured off its pusher assembly and intact with the embolization coil proximal constraint sphere. If the device is forcefully retracted against resistance, damage such as this may occur. The non-penumbra microcatheter identified in the complaint and the pc400 pusher assembly were not returned for evaluation and, therefore, the root cause of resistance could not be determined. The reported patient¿s tortuous anatomy may have contributed to the resistance during retraction. Evaluation of the returned handle revealed that the proximal end of a pusher assembly was stuck inside the nosecone. If the handle is actuated multiple times during an attempt to detach a coil, damage such as this may occur. The proximal end of the pusher assembly was removed from the nosecone. The handle was tested on a handle fixture and performed within specification. The patient tortuous anatomy may have contributed to the initial detachment issue prior to the pc400 becoming detached from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and 100% functionally tested during in-process inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01821.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation this report is associated with MFR report number: 3005168196-2019-01821.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery to treat a type ii endoleak using a penumbra coil 400 (pc400) and penumbra coil 400 detachment handle (handle). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a pc400 through a non-penumbra microcatheter and into the abdominal aortic aneurysm (aaa) sac through the target vessel. The physician then made four attempts to detach the pc400 using the handle but was unable to do so. Subsequently, the physician attempted to manually detach the pc400 but also was unable to do so. While retracting the pc400, it unintentionally detached within the microcatheter; therefore, the microcatheter containing the detached pc400 was removed, and the pc400 was flushed out. The procedure was completed using two other coils, the same microcatheter, and n-butyl cyanoacrylate (nbca) injection. There was no report of an adverse effect to the patient.